Event description:
Mediport accessed with huber needle by nurse. Positive for dark red blood. IV infusion initiated; pt complained of feeling cold at port site. IV stopped; scant blood return noted from catheter. Port reaccessed; no blood return, swelling at port site with flushing of catheter. Infusion discontinued. Pt sent for mediport x-ray study.